Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a high pressure alarm. Switching extension tubing and central line cap did not resolve the issue. The pump would stop alarming, high pressure when disconnected from the central line. The patient was heading to the emergency room to check for line occlusion. There was a patient involvement. Possible patient harm reported: patient was going to ER to check for occlusion. Occlusion check results are unknown.

Manufacturer narrative:
H3: product was not returned, and no photographic evidence was provided to aid in this investigation. No previous repair has been noted in the last 12 months. Product evaluation and problem confirmation cannot be performed. Error history log was not provided. Probable cause could not be determined.